Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block g2: literature source: okada s, saito t, ichimura y et al. Abdominal compartment syndrome after endoscopic combined intrarenal surgery. Iju case rep. 2023; 6: 22-25. Block h6: imdrf impact code f1001 is being used to capture the reportable issue of absence of treatment.

Event description:
Boston scientific corporation became aware of the following event through the article "abdominal compartment syndrome after endoscopic combined intrarenal surgery" written by (B)(6), et al. According to the literature, the patient was referred to the hospital because of an asymptomatic gross hematuria. An abdominal radiograph revealed a left staghorn calculus that involved the renal pelvis, middle, and inferior caliceal system. Left hydronephrosis was not observed. Endoscopic combined intrarenal surgery (ecirs) was performed as a two-stage procedure. A 6fr, 24-cm polaris loop ureteral stent and a 24-fr nephrostomy tube were inserted. The operation time was 107 minutes, with an uneventful postoperative course. During a percutaneous nephrolithotomy procedure performed on (B)(6) 2021, the patient was placed in the modified valdivia position. A 0.035mm guidewire was placed as a safety guidewire in the ureteral lumen. A ureteral access sheath was placed. After the middle posterior calyx was punctured under ultrasound guidance. A 0.035mm sensor guidewire was inserted through the puncture needle, received by the lithovue flexscope, and exited through the urethra. The physician dilated the percutaneous tract to 24fr using a nephromax balloon. The antegrade-side surgeon used a 22-fr nephroscope and swiss lithoclast. The retrograde-side surgeon used a 9.5-fr lithovue flexscope and a laser as well as a slimline sis 200. Irrigation fluid was located approximately 50cm above the patient. The lithovue flexscope could no longer be deflected in the downward direction making a retrograde approach to the inferior calyx challenging for the physician. The procedure was cancelled due to this event leaving several stones which remained in the inferior renal calyx and a 6fr, 24cm polaris loop ureteral stent and a 24fr nephrostomy tube were inserted.